Manufacturer narrative:
The device serial number was not provided by the customer.

Event description:
The customer reported the device performed an unknown restart. The customer reported there was no patient involvement.